Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl with ketones; cause was not known. Customer addressed bg level by administering a manual injection. As the event occurred in the past, tandem technical support, recommendation was made for the customer to discuss the event with a healthcare provider.